Manufacturer narrative:
As the lot number was not provided, a lot history review will not be performed. One device and one electronic photo were returned for evaluation. The investigation identified a complete circumferential elliptically shaped break was noted approximately 5.3cm from the distal end of the cath-lock. A root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model 0603840 implantable port allegedly experienced a break. This information was received from one source. The malfunction involved a patient with no reported consequences. The male patient's age and weight were not provided.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model: 0603840 implantable port allegedly experienced a break, dent in material, material separation, and fracture. This information was received from one source. The malfunction involved a patient with no reported consequences. The 67 year old male patient's weight was not provided.

Manufacturer narrative:
H10: as the lot number was not provided, a lot history review will not be performed. One device and one electronic photo were returned for evaluation. The investigation identified a complete circumferential elliptically shaped break was noted approximately 5.3cm from the distal end of the cath-lock. A fracture, dent in material, and material separation were confirmed during the evaluation. A root cause could not be determined. The device is labeled for single use. H11: b5, h6 (device code). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.